Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient could not remember any specific cgm or bg values, but stated that they were off by 100 mg/dl. On (B)(6) 2023, the patient went to the hospital due to diabetic ketoacidosis (dka). No treatment details were provided, but she stated that she stabilized afterward. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the there were no reported glucose values available to search within the parkes error grid calculator. B zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.